Event description:
It was reported by a customer on (B)(6) 2011 the fiber forward fired and there was significantly diminished fiber vaporization efficiency at 221,837 joules. No pt injury was reported.